Manufacturer narrative:
On 27dec2017 our affiliate in (B)(6) placed a call to the patient (pt) and additional information was obtained: the pt reported the eye is fine at the moment and the pt began to wear contact lenses the week before last. No additional information was received. On 05jan2018 medical fee receipts were received: receipt dated (B)(6) 2017: pt had ¿corneal foreign body remove surgery applying xylocaine ophthalmic solution 4% 1 ml and vigamox ophthalmic solution 0.5% 0.2 ml. The pt received sterile gauze¿. Receipt dated (B)(6) 2017: ¿pt underwent ocular treatment with vigamox ophthalmic solution 0.5% 0.2 ml. The pt received eye patch at a dispensary¿. Receipt dated (B)(6) 2017: confirmation that medication was prescribed. On 11jan2018 a call was placed to the pts treating eye care provider¿s office and a representative reported that a completed consent form was needed for a medical interview. No additional medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 05feb2018 the johnson and johnson sales representative visited the eye care provider (ecp) for a medial interview and additional information was provided: -the ecp reported that the ¿foreign matter was hard to check with eyes and the ecp could not determine when the foreign matter came into the eye¿. The focal site was 2 mm outer side of 10 o¿ clock, slightly on the pupillary zone; infectiveness was admitted, but no culture was performed; va was not measured; antibiotic drops were prescribed. Consult dates: (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Medication: on (B)(6) 2017, the pt was prescribed hyalein ophthalmic solution 0.1% 2-4 times/day and vigamox ophthalmic solution qid. -on (B)(6) 2017 in addition to the prescription of (B)(6) 2017, the pt was prescribed bestron ophthalmic 0.5% qid and tarivid eye ointment at bedtime. -on (B)(6) 2017, the medication remains the same from the (B)(6) 2017 appointment. Pt was not instructed to return for a follow-up visit; resolved. On 14feb2018 the sales representative sent an email with an image of photo of ¿foreign matter sticking to the eye¿. No additional information has been received, no additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4)

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) in (B)(6) called to report right eye pain while wearing the acuvue oasys brand contact lenses. The pt went to an eye care provider (ecp) who found a ¿metal fragment sticking to the eye¿ and had ¿surgery¿. On (B)(6) 2017 the pt inserted the suspect lens. After 1-2 hours of lens wear the pt reported the lens was removed from the right eye due to eye pain. The pt reported the metal fragment was between the iris and pupil. The ecp used eye drops to numb the eye and removed the foreign body from the cornea. Pt was instructed to discontinue contact lens wear for 3 days and return for a f/u visit on (B)(6) 2017. Pt was prescribed antibiotic eye drops (medication name was not provided). Pt reported redness and pain were persisting currently. On 30nov2017 a call was placed to the ecp for additional medical information, but the ecp refused to provide anything additional. On (B)(6) 2017 a call was placed to the pt and additional information was provided: the pt reported that the suspect lens was not checked before placing the lens in the right eye. The pt returned to the ecp for f/u visits on (B)(6) 2017 and (B)(6) 2017. The pt also reports wearing an eye patch. On the (B)(6) 2017 f/u visit, the pt was prescribed eye drops (details unknown) and ¿cravit ophthalmic ointment¿ at bedtime. The pt reported the symptoms were ¿slow healing¿ but the right eye is fine today. The pt will return to contact lens wear next week. On 09dec2017, a medical request form was sent to the pt. On 10dec2017 a call was placed to the pt for additional information, but were unable to reach the pt. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003813 was produced under normal conditions. The suspect product was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.